Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced difficulty pairing a dexcom g7 continuous glucose monitor (cgm) sensor with the ilet device after entering the pairing code, with prolonged ¿pairing with sensor¿ status that was resolved temporarily by toggling between sensors and the user was then transferred to dexcom; the event is consistent with intermittent communication failure involving the antenna/electrical and magnetic components. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user and third party. Investigation of this case revealed an interoperability problem characterized by intermittent communication failure, associated with the antenna and electrical/magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.